Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a pocket revision due to pocket irritation. Device was moved to a sub-pectoral position. Patient was stable before, during and after the procedure.